Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their intensity on 2 of their 3 groups went down to 0 on its own. Caller stated that they manually adjusted their intensity up, but the intensity reverted back to 0 again on its own. Agent had caller confirm adaptive stim was enabled and reviewed turning adaptive stim off and manually adjusting intensity. Agent redirected to their healthcare provider and manufacturer representative if needed to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"H3:977454nt, sn (B)(6) was returned for product analysis. Analysis found there was a replaced main board due to broken/damaged pins on rtm connector and also replaced cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device continued to confound efforts to keep it working properly. In addition to changing individual legs of settings a, b, c to zero, it will change settings from a to b or c without warning. This has happened with it in my pocket or when I'm sleeping or otherwise not near the device. It will stop all stimulation either by starting MRI mode, or just turning stimulation off. It will change languages. When asked the cause of the intensity going down to 0 on its own with adaptivstim enabled, the patient stated the cause has not been solved. Patient stated they had two meetings with manufacturer representatives (rep) and a 10-day trial using the device with adaptivstim turned off. During this trial, patient kept notes of the device making changes without input. There were approximately 15 events (see patltr for list of events). Following this trial, patient met with representatives from the surgeon's office and the manufacturer. After x-rays verified the electrodes were in place, the implant passed a continuity test and all functions appeared normal. There has not been any resolution of this issue and no solution has been identified. Additional information was received from the patient. They called back and repeated previously documented information. Patient stated that nothing had been resolved and they were still experiencing the same issues and patient expressed their frustration with the lack of resolution. Patient stated sometimes they will go a day without an issue, but rarely. Patient stated that today, for example, their program 3 within group b stopped stimulating on its own. Patient also added that their controller would, at times, change language on its own, would adjust the brightness on its own, and would change the audible alert preference on its own. Agent provided information and a replacement controller was sent out. Additional information was received from the patient. They sent in a duplicate copy of the original patient letter received on 2024-jul-01 and added that after they spoke with patient services on 2024-jul-01, the controller was replaced and it arrived on 2024-jul-02. Patient was able to pair the controller with their implantable neurostimulator (ins). As of (B)(6)2024, the patient reported there had only been on instance of loss of stimulation and suggested that perhaps that meant the controller was the problem.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the patient (pt) said the ins was switching from group a to group c by itself and turns off by itself. Rep said adaptive stim was set up for the pt and pt may be confusing adaptive stim settings. Rep noted pt said adaptive stim turned off by itself and pt said they went to bed with group c active and woke up to group a active. Rep said they had groups a-c and 3 programs in each group each with rate of 60. Rep. Mentioned "recalibrating" pt in the past, but mentioned they were just informed of this issue today. Technical services (tss) discussed stability time and suggested rep troubleshoot with pt in person. Rep called in with patient to state they checked impedances and connectivity, as well as adaptivestim settings and everything looks normal. They completed an x-ray and the leads and system appear normal. Rep states that the patient's stim will sometimes turn off or switch from group b to c. The patient sometimes keeps their remote in their pickleball bag. Rep also states that in the menu under the about screen, they see the following error codes: june 8-16: 9th: 64, 10th: x-204, 11: nothing. Tss reviewed normal settings and advised rep to keep the remote clear of other objects that may switch the screen or press buttons.